Manufacturer narrative:
Device evaluated by MFR: the synergy xd mr ous 2.50 x 48mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. No issues were identified with the hypotube shaft, the outer / mid-shaft sections or the inner lumen of the device. The entire stent was damaged; the stent struts were stretched and some were bunched together. The outer diameter (od) measurement could not be completed due to the excessive damage. The balloon of the device was subjected to positive pressure and was deflated when analyzed. The stent was not attached to the balloon and was completely dislodged, confirming the reportred event. Additionally, the stent was found tangled on the product mandrel. The bumper tip showed no signs of distal tip damage.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified proximal to mid left anterior descending artery. A 2.50 x 48mm synergy xd drug-eluting stent was selected for use. However, when the tube that protects the stent site was removed from the hoop, the stent stretched and detached from the catheter. There was no resistance noted when removing the stent protector and mandrel from the device, and no resistance was felt when removing the device from the carrier tube/sheath. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified proximal to mid left anterior descending artery. A 2.50 x 48mm synergy xd drug-eluting stent was selected for use. However, when the tube that protects the stent site was removed from the hoop, the stent stretched and detached from the catheter. There was no resistance noted when removing the stent protector and mandrel from the device, and no resistance was felt when removing the device from the carrier tube/sheath. The procedure was completed with another of same device. No patient complications were reported.